Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the nurse stated "they had to turn the therapy off at 8:15am this morning because she started experiencing pain on her right side. They wanted to see if there is any connection. It doesn't appear to be related, so I'm not sure if she fell and couldn't tell us, but she could barely walk this morning so they had to send her to the emergency room." Additional information reported that the patient was in pain and hospitalized overnight on (B)(6) 2021. The patient's therapy was turned off from (B)(6) 2021 until 9:30 am (B)(6) 2021. The nurse stated that the patient had to go to the hospital on thursday due to extreme pain. No further patient complications are anticipated or expected as a result of this event.